Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge leaked. Customer¿s blood glucose level was approximately 467 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.